Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the dilator kinks off". The issue occurred with two devices on the same patient. A new device was used. No patient harm reported. Patient's condition reported as fine.

Event description:
Customer complaint alleges "the dilator kinks off". The issue occurred with two devices on the same patient. A new device was used. No patient harm reported. Patient's condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and one potentially relevant finding was found for the dilator extrusion process. The finding was related to impurities on the surface of the extrusion tubing. It could not be confirmed if this finding is related to the complaint without a sample returned. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.